Event description:
It was reported that the ilet system¿s cartridge leaked, leading to elevated blood glucose, with a peak value of 250 mg/dl; the user replaced supplies and glycemia subsequently stabilized, and the affected component was the reservoir. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.